Manufacturer narrative:
The insulin pump was received with loud motor noise during rewind due to faulty motor. The insulin pump passed the displacement, rewind and basic occlusion test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was making a strange sound when rewinding. Customer's blood glucose was 150 mg/dl. No further information provided.